Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A medwatch form was received with a report from a patient who had lasik surgery in both eyes and was left with bad vision and severe dry eye. The patient also reported, eyes are itchy, red, and quality of life is lower due to symptoms. The patient noted that the doctor does not take responsibility and the provided advice does not help to alleviate the symptoms. The patient is using a topical lifitegrast ophthalmic solution and fish oil. Additional information is not available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).